Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the bearing and gear were corroded, there was an unknown liquid found inside the electronic control unit, and the device had intermittent operation. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the during testing it was observed that the small battery drive device was not working. During in-house engineering evaluation it was determined that the device had corroded bearings and gear and an unknown liquid inside electronic control unit. It was further reported that the device has intermittent operation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.